Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the electronic paper display (epd). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.

Event description:
While performing an investigation on the customer's adc meter a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the electronic paper display (epd). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.this serves as a correction report. Conclusion code documented in initial MDR was incorrect. The conclusion code has been corrected.

Event description:
While performing an investigation on the customer's adc meter a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.